Manufacturer narrative:
Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. No lot # provided.

Event description:
It was reported that 20 bd micro-fine¿ pro pen needles experienced difficult device operation. The following information was provided by the initial reporter: a patient user has been feeling difficult in inserting the needle into their skin, which has been preventing them from appropriately injecting the drug.

Manufacturer narrative:
Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. No lot # provided.

Event description:
It was reported that 20 bd micro-fine¿ pro pen needles experienced difficult device operation. The following information was provided by the initial reporter: a patient user has been feeling difficult in inserting the needle into their skin, which has been preventing them from appropriately injecting the drug.

Event description:
It was reported that 20 bd micro-fine¿ pro pen needles experienced difficult device operation. The following information was provided by the initial reporter: a patient user has been feeling difficult in inserting the needle into their skin, which has been preventing them from appropriately injecting the drug.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 02-mar-2022 h.6. Investigation: eighty seven open 32g x 4mm pen needle samples and four photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned photos and 30 samples and a hooked cannula was observed on twenty samples no issues were observed with the remaining ten samples. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10